Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. Eval confirmed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow and down arrow keypad buttons have been intermittently unresponsive for the past few weeks. He noted that the buttons do not click and spring back when pressed. The family member denied physical damage to the rubber keypad; denied exposing the pump to moisture; and stated that the pt wears the pump in her bra or clipped to her pants.